Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10961n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t10961n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2020, a (B)(6) male presented to the ER with complaints of flu like symptoms (s/s) and shortness of breath (sob). Patient tested on triage: 12:46 initial troponin result of 0.09 ng/ml obtained. 13:13 second troponin result of <0.05 ng/ml obtained was repeated using original sample per protocol. Meter sn (B)(4). Expanded results from email attachment: 12:46: ck-mb <1.0; myo 414, 13:13: ck-mb <1.0; myo 439. Other tests included bnp 85.5pg/ml. Patient was transferred to a higher level of case with a diagnosis of pneumonia, hypertensive urgency, hypokalemia and dehydration. The customer stated they do not to have a cutoff for the triage but results <0.05 are normal; results = or >0.05 require further examination, testing, evaluation, etc. From the meter printouts provided, they are using >0.05 as abnormal.